Event description:
It was reported by a nurse that she received a warning message screen while performing interrogation on a patient's device. System diagnostics of the patient's device were within normal limits (ok/ok/2041/6.8 yrs). Review of an attachment sent in from the nurse indicated the message was related to a low output after interrogating the patient's device. The patient settings were increased at the time for 2.25 ma to 2.5ma and interrogation yielded the message of low output which in turn is due to the programming system not conveying the change in parameters to the generator. Good faith attempts to obtain additional information have been unsuccessful to date.